Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain prior to explantation surgery. The recipient's issues resolved. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a skin flap infection and dehiscence. The infection existed for about four weeks after cochlear implant treatment in 2018 and presented with secretion. The recipient's device was explanted. The implant site was enclosed with granulating tissue. Due to inflammation during explantation surgery the recipient could not be reimplanted, however, reimplantation is planned.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record noted that the feedthru was replaced. This is not believed to be related to the adverse event. The device passed all additional tests. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection was reportedly not device related. The recipient is healing well from revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.